Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that during a device check it was noted that several impedances were out of range and upon further questioning she noted less effective stimulation especially on her left side. Impedance check confirmed high>10000 on the 0-7 electrodes and inability for patient to feel stim when using those electrodes. The device was reprogrammed using different electrodes. The healthcare provider (hcp) wants the patient to report back in a month. The issue is not yet resolved.